Event description:
It was reported that during a lab jejunostomy procedure, the device did not fire properly. The device fired but the staples didn't form at all. It is unknown how the case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 03/02/2009. Information anticipated, but unavailable at this time.